Manufacturer narrative:
Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformance's were identified for this part number, lot number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that the patient underwent an arthroscopic rotator cuff repair (arcr) procedure treating rotator cuff tear on (B)(6) 2019. When the surgeon inserted the anchor (222330) into a burr hole, the tip broke off. The surgeon completed the procedure with a replacement. No fragment left in the patient¿s body. The device was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. This report is for a 4.75 healix advance kntlss br. This is report 1 of 1 for (B)(4).